Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.